Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite implant and a advantage implant were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; anal pain; inab inter; diff bowel; rec incont; damage; psych. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: continue with current meds for the treatment of: pain and management. Treatment duration: 4 years. On (B)(6) 2019 the patient commenced pain medication for the treatment of: urodynamic test. Treatment duration: day. On (B)(6) 2017 the patient commenced pain medication for the treatment of: urine flow test / bladder scan. Treatment duration: day and kepy diary for week + betmega. On (B)(6) 2017 the patient commenced pain medication: betmega for the treatment of: cystoscopy and insertion of suprapubic catheter. Treatment duration: 4 years.